Event description:
It was reported that the patient refers no hearing sensation. Testing carried out on (B)(6) 2010, showed 6 electrodes with status hi. Previous testing carried out on (B)(6) 2008, showed status ok for all electrodes and the pt could detect and discriminate at this moment. No report of trauma. It was further reported that on (B)(6) 2010, the pt felt uncomfortable and took off the speech processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.